Manufacturer narrative:
Approximately 19.5 inches of the distal end/external portion of the driveline was returned for evaluation. Rescue tape was present on the outer jacket of the driveline. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Distortions in the bionate layer and breakdown of the metal braided shield were identified throughout the entire length of the returned portion of the driveline. Visual inspection of the underlying wires revealed no fractures or breaches. The driveline was submerged in a saline bath for high potential testing and the test revealed no current leakage through the insulation of any of the wires that would have resulted in an electrical short. The driveline wires were placed under tension and the black wire fractured approximately 8.5 inches from the metal connector. This suggest that the black wire had inner conductor breakdown, which may have caused the reported driveline fault alarms that were confirmed through the evaluation of the submitted and retrieved log files from the returned system controller. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years and 3 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the lvad system produced driveline fault and low voltage alarms. When the system controller was connected to the system monitor, data could not be retrieved. On (B)(6) 2017, the system controller was replaced and the driveline fault alarm continued. The patient was asymptomatic. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. No additional alarms have been reported. No additional information was provided.